Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver failed to boot or charge due to perpetual rebooting. The receiver functional tester: failed due to perpetual rebooting. Opened receiver, detached ui pcba, and downloaded: passed. The receiver log review showed no data. The customer complaint was undermined because there was no data within the investigation window. The reported event of initializing screen without manual restart was not determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver initialized without a manual restart. No additional event or patient information is available. No data was provided for evaluation. The complaint confirmation of the receiver initializing without manual restart could not be determined. A root cause could not be determined. The receiver has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.